Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that a polaris ultra ureteral stent was used a ureteroscopy procedure in the bladder performed on (B)(6), 2022. During the procedure, when attempted to place the polaris ultra ureteral stent, it was found that the suture torn out a portion of the polaris ultra ureteral stent. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.